Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: fsm. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing site: (B)(4). Manufacturing date: 08december2006. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lateral entry femoral nail procedure in (B)(6) 2015 while attempting to insert the oblique proximal locking screw the insertion handle and protection sleeve became stuck together. The surgeon had already placed one proximal locking screw. The insertion handle and protection sleeve that were stuck together were removed and the surgeon completed the procedure by freehand with a five to ten (5-10) minute surgical delay. The surgery was successfully completed with no fragments or broken pieces and no patient harm. After the surgery it was discovered that the devices were cold-welded together and were unable to be separated. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as a protection sleeve was returned lodged in a standard insertion handle¿s oblique hole. Relevant drawings for the returned instrument was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of the device. A device history review was performed for the returned instrument¿s lot number and no complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No definitive root cause was able to be determined however the failure mode is consistent with rough handling/wear and tear. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.